Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable as the cable was bent. Customer¿s blood glucose value was 85 mg/dl.

Manufacturer narrative:
This report was inadvertently filed. No charging issues were reported. The usb cable was bent; however, it was reportedly still able to charge the pump.